Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End-user states that no other accessories other than the pouch is used. End-user was provided instructions on crusting by using stomahesive paste and barrier wipes to crust affected site. Samples of eakin cohesive seals were sent to end-user. No additional patient/event details have been provided to date. A returned sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
End-user stated that she has a red rash or irritated area with intermittent leakage scattered from the 6 o'clock to 3 o'clock on peristomal skin located under wafer's mass. End-user states that the area clears up if no signs of leakage.